Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cable require reset. A field service engineer, reseated the retractor band and row board cable on the controller card to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system has failed drawer. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.